Manufacturer narrative:
Lack of coaptation. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to tricuspid regurgitation. According to the operative report and discharge summary, the patient has a history of rheumatic heart disease who presented electively for surgical correction of her rheumatic mitral stenosis and tricuspid regurgitation. "Intraoperative transesophageal echocardiography was performed. The procedure confirmed the presence of severe tricuspid regurgitation. The mitral valve functioned normally as did the aortic valve. Left ventricular systolic function was fairly well preserved. The right ventricle was dilated and was somewhat hypokinetic...tricuspid valve was directly inspected with the heart beating. There appeared to be a lack of coaptation of the septal anterior commissure. The porcine submucosal matrix patch appeared to be well incorporated and was indistinguishable from the leaflet tissue, however, there was a generalized lack of coaptation. Therefore, a small segment of the medial aspect of the anterior tricuspid leaflet was resected along with it subvalvular attachments so as to prevent obstruction of the right ventricular outflow tract with a prosthetic valve. The annulus was sized to a #29 edwards pericardial tissue heart valve."